Event description:
Pt admitted to hosital for right revision tympanoplasty secondary to otitis media and mixed hearing loss. Prosthesis was inverted and extruded through the ear drum, in a collection of grannulation tissue. Pathology reports designated "torp prosthesis" is a discoid hard pink 0.2 x 0.2 x0.1cm piece which appears centrally umbilicated on one side. Original date of implant unknonw.